Event description:
It was reported that during an ablation phase of the procedure, the customer found several temperature limiter errors on stockert. They continued on and at the end of the procedure, they removed the catheter and found a clot at the ablation tip. It was said to be about 2mm in diameter. Additional information was requested, but no response has been received.

Manufacturer narrative:
(B)(4).